Manufacturer narrative:
An ocd field engineer (fe) visited the site and replaced the probe, wash station and performed the appropriate adjustment to return the instrument to expected operation. The customer performed and accepted qc results. No definitive root cause was determined.

Event description:
The customer observed droplets of red cells on the foil of the mts gel cards on the ortho provue analyzer. Fluid on top of the gel card foil can lead to carry over and/ or cross contamination, which can lead to erroneous test results and transfusion of incompatible blood. No erroneous results were reported.